Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope has a black screen occasionally while being used with the video system center.. The issue occurred during a therapeutic endoscopic surgery. The procedure was completed successfully. There was no malfunction of the video system center. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and due to corrections required. Updated fields: d4 - unique device identifier (UDI) #, d8 (unknown to ni), d9 - device available for evaluation, g3, g6, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10 and h11. Corrected fields: d3 - h8 - usage of device (inadvertently reuse was not selected). The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.